Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided customer with pump reset information; however, customer declined troubleshooting and additional information could not be obtained. There was no adverse impact to the customer¿s blood glucose level.